Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on blue screen. A technical support specialist (tss) remotely accessed the station, logged off carefusion admin, and configured the system to auto launch in the carefusion application. Updated the dependencies.xml path, moved the agenthost executable to the carefusion application startup folder, rebooted the station into application mode, and verified successful med application launch. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen on a blue screen. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.